Event description:
Caller states that he obtained results of hi and 187mg/dl on the same device within minutes. He reports that he had not washed his hands and had just eaten an orange. Customer states the he took 30 units of lantus because he suspected the high result was correct. He washed his hands and ran back to back tests with results of 532mg/dl and 507mg/dl on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.